Event description:
On 11/22/1999, safeskin corp received a copy of voluntary report #1017481 from FDA/medwatch describing the following event. Employee reported signs and symptoms of latex allergy, rast latex ordered. Test reported out as "low positive" results.